Event description:
Procedure: right lower lobectomy. According to the reporter: upon firing on the bronchial tube, the distally fired staples were found malformed. The tissue was ligated, but leak did not stop. Therefore, the middle lobar bronchus was also excised additionally with the roticulator green cartridge. No bleeding. There was tissue damage and unanticipated tissue loss. Nothing fell into cavity. Pt status: no problem. Operating time extended: more than 30 min.

Manufacturer narrative:
(B)(4).